Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one abre venous self-expanding stent was used to treat the cranial common iliac vein, mid common iliac vein, caudal common iliac vein, and cranial external iliac vein. Approximately 36 months post procedure patient suffered from non-occlusive in-stent thrombus in the target vessel (eiv) and stenosis.